Event description:
It has been reported to philips that x-ray exposure was not possible. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the x-ray exposure was not possible and the hard disk of the ippc had failed. The fse replaced the hard disk to resolve the issue. The fse also connected the 3 hard disks straight to main board and bypassed the hard disk box. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.